Event description:
It was reported the pt ((B)(6)) experienced a sudden loss of stimulation. Surgical intervention was undertaken to address this issue. Intraoperative testing found invalid impedance measurements on all lead contacts. As such, the pt's lead was explanted and replaced. The reported issue is now resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.